Event description:
It was observed that during the device evaluation, the subject device exhibited crack on side of video connector, dents on distal edge and intermittent image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: cracks on side video connector, dents on distal edge, intermittent image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure-problems identified due to fatigue, deformation and degradation problems identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.